Event description:
Alleged deflation.

Manufacturer narrative:
No manufacturing defect or other abnormality was found on macroscopic or microscopic examination of the explanted device. No leak could be reproduced during explant analysis. Explant analysis showed misuse of the valve strap which resulted in a outer lumen deflation. Updates/corrections made to sections b5, d9b, g3, g6, h2, h3, h6, h10.

Event description:
Deflation resulting in explantation.